Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) found that the main drawer, two full-height cubie drawers, were not opening. The magnet was present, and the latch sensor was connected, but it was loose in the hard stop. The fse ensured it was pushed fully in. The customer then tested the drawer, and it opened as expected. The fse logged into hardware test application and tested it there, and the customer also logged in and inventoried the station, which was working as designed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full height cubie drawer had failed and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.